Manufacturer narrative:
Title can vancomycin lock therapy extend the retention time of infected long-term catheters? Source pmis. Published by john wiley & sons ltd, volume 128, 2020(433¿439) date of publication: 20 may 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, a success rate of vancomycin catheter lock therapy (vlt) in combination with systemic antimicrobials in patients with staphylococcal catheter-related bloodstream infection (c-rbsi) was assessed. The success rate of vlt was assessed based on two criteria: 1) catheter retention time >3 months and 2) catheter in place until end of use. Two different tunneled catheter devices (commonly implanted in onco-hematologic patients who require intensive chemotherapy and frequent blood sampling) as well as permcath catheters were compared in this study. Of the 76 patients who were included in this study, only 3.2% (3 patients) had permcath catheters. Of these three patients, 1 patient was deemed a failure for this treatment for criteria 1 (patients whose catheter remained in place for at least 3 months after the c-rbsi episode) and the other 2 patients were a success. On the criteria 2, (catheter in place until end of use), the three patients were both successful for vlt.

Manufacturer narrative:
Correction: b5 additional information: e1 (phone number), e4 (email), g4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from 2010 until 2017, a success rate of vancomycin catheter lock therapy (vlt) in combination with systemic antimicrobials in patients with staphylococcal catheter-related bloodstream infection (c-rbsi) was assessed. The success rate of vlt was assessed based on two criteria: 1) catheter retention time >3 months and 2) catheter in place until end of use. Two different tunneled catheter devices (commonly implanted in onco-hematologic patients who require intensive chemotherapy and frequent blood sampling) as well as permcath catheters were compared in this study. Of the 76 patients who were included in this study, only 3.9% (3 patients) had permcath catheters. Of these three patients, one patient was deemed a failure for this treatment for criteria one (patients whose catheter remained in place for at least three months after the c-rbsi episode) and the other two patients were a success. On the criteria two, (catheter in place until end of use), all the three patients were both successful for vlt. Article : can vancomycin lock therapy extend the retention time of infected long-term catheters? Alonso b, fernandez-cruz a, d iaz m, sanchez-carrillo c, martin-rabad an p, bouza e, mu~noz p, guembe m., year 2020, apmis : acta pathologica, microbiologica, et immunologica sc.